Event description:
Customer reported that she is feeling sick and the blood glucose level is low and she unable to get it to increase. The insulin pump does not rewind completely. Customer has changed the reservoir and infusion set. The reservoir has 40 units; customer filled the reservoir to 100 units. The customer was scared and started treating with soda; customer then handed the telephone to a family member. Explained that customer will need medical attention, the insulin pump infused 60 units of insulin. The relative stated that she will take customer to the hospital. The blood glucose was 80 mg/dl; it dropped to 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.